Event description:
The vitros 950 analyzer generated an initial septum potassium result of 7.0 mmol/l on a non-hemolyzed pt sample. The same sample was repeated twice, and a 3.4 mmol/l result was obtained both times. The lab did not report the initial 7.0 mmol/l result.